Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder procedure, the metal tip of the super tubovac 90 wand had burned and fell off inside the patient. The tip was removed from inside the patient using suction. The procedure was resumed using an equivalent s+n backup, after a delay greater than 30 minutes. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is heavily worn from use. The center of the electrode is worn away from use. A functional evaluation was performed on the returned device and found the wand had no issues producing plasma or activating coag with its remaining electrode. The resistance measured at 0.91 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences ((1) hitting the device tip against a hard surface. 2) using the device as a lever to enlarge surgical site. 3) mechanical displacement of tissue through applied force. 4) activating the device above recommended settings for prolonged periods of time). Based on this investigation, the need for corrective action is not indicated.